Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test.". On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient experienced iron deficiency anaemia ("anemia"). On (B)(6) 2019, the patient experienced uterine polyp ("polyps"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmennorhea (cramping)/chronic"), psoriasis ("psoriasis"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), back pain ("back pain/chronic"), alopecia ("hair loss"), nausea ("nausea"), visual impairment ("vision problems"), abdominal distension ("bloating") and abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (abdominal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, genital haemorrhage, dysmenorrhoea, iron deficiency anaemia, weight increased, back pain, fatigue, alopecia, headache, nausea, visual impairment, vaginal haemorrhage, uterine polyp, abdominal distension and abdominal pain had resolved and the psoriasis, vaginal discharge, psychological trauma and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, iron deficiency anaemia, migraine, nausea, psoriasis, psychological trauma, uterine polyp, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for events -dysmennorhea (cramping),back pain, psoriasis essure insertion date provided in pfs: (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received: reporter added and surgery updated. There is no change in medical context . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test.". On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient experienced iron deficiency anaemia ("anemia"). On (B)(6) 2019, the patient experienced uterine polyp ("polyps"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmennorhea (cramping)/chronic"), psoriasis ("psoriasis"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), back pain ("back pain/chronic"), alopecia ("hair loss"), nausea ("nausea"), visual impairment ("vision problems"), abdominal distension ("bloating") and abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (abdominal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, genital haemorrhage, dysmenorrhoea, iron deficiency anaemia, weight increased, back pain, fatigue, alopecia, headache, nausea, visual impairment, vaginal haemorrhage, uterine polyp, abdominal distension and abdominal pain had resolved and the psoriasis, vaginal discharge, psychological trauma and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, iron deficiency anaemia, migraine, nausea, psoriasis, psychological trauma, uterine polyp, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for events -dysmennorhea (cramping),back pain, psoriasis essure insertion date provided in pfs : (B)(6) 2006. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test.". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)/chronic"), psoriasis ("psoriasis"), iron deficiency anaemia ("anemia"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), back pain ("back pain/chronic"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, iron deficiency anaemia, weight increased, back pain, fatigue, alopecia, headache, nausea and visual impairment had resolved and the psoriasis, vaginal discharge and psychological trauma outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, nausea, psoriasis, psychological trauma, vaginal discharge, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for events -dysmennorhea (cramping),back pain, psoriasis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- event injury updated to dysmenorrhea. New events back pain, abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, psoriasis, psych injury, vaginal discharge, fatigue, hair loss, headaches, nausea, vision problems, weight gain, the patient did not undergo confirmatory test. Were added. Outcome of dysmenorrhea updated to recovered / resolved. Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test.". On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient experienced iron deficiency anaemia ("anemia"). On (B)(6) 2019, the patient experienced uterine polyp ("polyps"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmennorhea (cramping)/chronic"), psoriasis ("psoriasis"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), back pain ("back pain/chronic"), alopecia ("hair loss"), nausea ("nausea"), visual impairment ("vision problems"), abdominal distension ("bloating") and abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, iron deficiency anaemia, weight increased, back pain, fatigue, alopecia, headache, nausea, visual impairment, vaginal haemorrhage, uterine polyp, abdominal distension and abdominal pain had resolved and the psoriasis, vaginal discharge, psychological trauma and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, migraine, nausea, psoriasis, psychological trauma, uterine polyp, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for events -dysmennorhea (cramping),back pain, psoriasis essure insertion date provided in pfs : (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received : events "abnormal bleeding (vaginal), migraines, polyps, bloating, abdomen pain", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.